Event description:
It was reported that during a ptcas/stent procedure, as the stent was advanced on the guide wire, the device felt somewhat sticky. The stent delivery system (sds) was removed, at which time the tip became detached. The resistance occurred on the proximal end of the guide wire, prior to the sds entering another company's rotating hemostatic valve. The guide wire was wiped down to remove the tip, and a new stent was used with the same guide wire without any issue. The tip was discarded.